Manufacturer narrative:
This crt-d is expected to be returned back from the field for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this patient was admitted to the hospital due to worsening heart failure. Review of the system revealed a fault code was exhibited as the cardiac resynchronization therapy defibrillator (crt-d) was found to be in safety mode. Immediate surgical intervention was performed and the crt-d was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received new information about this patient. It was reported that approximately two weeks after the device replacement procedure, this patient died from a cerebrovascular insult, due to the stopping of anticoagulant medication in preparation for the replacement procedure. It was reported the anticoagulant treatment was not started again because the patient had a hematoma around the device pocket. It was noted the patient was around (B)(6) and the patient's general medical condition was very poor.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the cardiac resynchronization therapy defibrillator (crt-d) was performed. A visual inspection noted tool marks on the case and header but no other anomalies. The crt-d was interrogated and was confirmed to be in safety core. A review of the memory also noted the crt-d had exhibited multiple right ventricular runaway pacing faults. Upon programming the crt-d back into primary operation mode, detailed analysis was able to recreate the failure mode and determined the cause of the crt-d entering safety mode was due to a programming and timing interaction with the patient¿s arrhythmia.